Event description:
Customer reported noise on channel one. Pt experienced atrial fibrillation before channel two could be activated.

Manufacturer narrative:
Subject device has been repaired and modified as part of subsequent firm-initiated device recall. Found channel two drive circuitry not controlled properly. Ic12 pin 5 was essentially floating due to lack of control of ic7 pins 1 and 8. As a result ic12's output drifted to its biasing voltage level. This in turn caused the channel output to drift. Root cause was determined to be failure of the oscillator x1 stimulator board. It was determined there was an interior open within the component. The device did not produce the output required by the microprocessor to operate. The output was found to be sensitive to physical prodding of the device. As part of ecr12 rework have vendor replace x1 on channel 2.